Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm. The balloon was simply removed from the patient's body and the procedure was completed with a different device. No complications were reported and the patient was good post procedure.